Event description:
It was reported the pt is no longer receiving stimulation due to filling. The pt is unable to increase the amplitude of system stimulation to perception due to stimulation auto-reduction. F/u identified the scs extension was replaced due to possible pull out from the scs ipg header. The scs extension will be connected at a later date. Additionally, the physician is considering elective replacement of the scs ipg. There is no add'l info available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.